Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and checked all pcb and electrical connections but was unable to reproduce the reported issue. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, for patient transport. The cardiosave intra-aortic balloon pump (iabp) screen momentarily turns blank. Therapy was not interrupted to the patient. There was no patient harm reported.